Event description:
It was reported that the customer had a problem with a 16g biopsy needle. Reportedly, tissue samples could not be taken. No additional information was made available. No report of any patient injury.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The complaint sample was returned for eval. The device was visually inspected and no apparent anomalies were noted. The stylet moved freely within the cannula. The needle was placed in a magnum driver and there was a gap at the sample notch of the needle. It was also noted that it was possible to move the stylet back and forth within the hub. Several measurements were taken and it was determined that the vl dimension exceeded the upper limit, which would account for a gap observed at the sample notch. The complaint is confirmed, as a gap at the sample notch along with loose stylets were found in the returned sample. A gap at the sample notch would prevent the device from cutting and obtaining a sample. The investigation concluded that loose stylet hubs were the result of a combination of factors, mainly supplier related. Multiple corrective and preventive actions have been identified and have been implemented. Additionally, a recall was initiated in october, 2009. FDA (B) (4) notification report (B) (4). The current instructions for use (IFU) for this product states: precaution: before using, inspect the needle components for damage. Do not use if the needle components are damaged. Precaution: if collecting multiple samples, inspect the needle for damaged point, bent shaft or other imperfections after each sample is collected. Do not use if any imperfections is noted.